Manufacturer narrative:
The product has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned device, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unknown. The root cause for this complaint is unknown. Product unavailable for analysis

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, ventricular fibrillation and a shaft fracture occurred. The taxus liberte stent (size unknown) was deployed in the right coronary artery (rca). The patient then went into ventricular fibrillation. The physician pulled back on the balloon catheter and the catheter shaft snapped. The balloon and 10cm of the monorail catheter shaft remained in the patient. The following day, the patient was transferred to another hospital and the remaining portion of the balloon catheter was removed. Patient status was good and the patient was released from the hospital two days later. No additional information was received.